Event description:
On (B)(6) 2017, a customer in the united states notified biomérieux of discrepant results associated with the minvidas® analyzer failing the quality control validation (qcv). The qcv failure happened with section a slot 1. Calibration was run twice and failed both times. The error message stated the rfv was low. Biomérieux requested retrospective analysis data for any standard, control or patent that was ran in position a1 back to the last successful qcv which was (B)(6) 2016. On (B)(6) 2017, retrospective analysis data was received from the customer indicating patient results were impacted. Approximately twenty (20) samples were run in section a slot 1, and approximately six (6) samples required repeat testing. The following results were reported by the customer: level 1 qc was run in a1 on (B)(6) with an acceptable result. On (B)(6) 2016: pt1 = 0.05; pt2 = <0.05. On (B)(6) 2017: pt3 = 0.32; pt4 = <0.05; pt5 = 1.73. On (B)(6) 2017: pt5 = 6.04. Level 1 qc was ran in a1 on (B)(6) 2017 and it was too low. It repeated in b1 and it was then acceptable. On (B)(6) 2017: pt6 = 2.05; pt7 = 0.08; pt8 = 0.08; pt9 = 0.12. Level 1 qc was run in a1 on (B)(6) and that result was acceptable! On (B)(6) 2017: pt10 = 0.13; pt11 = 0.35; pt12 = 0.09; pt13 = 1.45. Level 1 qc was run in a1 on (B)(6) 2017 and it was way too low. It was repeated in a1 which was also too low. It was repeated again in b1 and now finally acceptable. On (B)(6) 2017: pt14 = 2.21; pt15 = 0.43; pt16 = 1.04; pt17 = 4.83. On (B)(6) 2017: pt16 = 0.16; pt18 = 0.90; pt19 = <0.05; pt20 = 0.08; pt21 = 8.44. Level 1 qc was run on (B)(6) 2017 in a1 with a result of only 7.28. That level of control was repeated in a6 position with an acceptable result of 18.25. On (B)(6) 2017: pt18 = 6.97, repeated 4.81; pt22 = <0.05 , repeated <0.05. On (B)(6) 2017: pt23= originally reported as 7.70, and corrected report of <0.05; pt24 = 0.36, repeated 0.28. On (B)(6) 2017: pt25 = <0.05, repeated <0.05; pt26 = 0.07 unable to retest. On (B)(6) 2017: pt27 = <0.05 , repeated <.05. On (B)(6) 2017: pt28 = 0.19, repeated 0.15. The customer reported that patient results were affected. There is no indication or report from the customer to biomérieux that this error led to any adverse event related to a patient's state of health. The qcv results and retrospective data for analysis was requested from the customer. An internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the procedure described in the mar 1901, in relation to qcv failure, was followed by the biomérieux field service engineer (fse) to investigate and solve the problem highlighted by the qcv failure. The fact to observe a qcv failure is not an abnormal behavior. It means that the qcv played its role as a functional control. This control is meant to detect residual risks, that are rare and sudden. Those risks are already present and accepted into the mini vidas system risk analysis. As investigated by the fse at the customer site, the root cause of the pct calibration problem invalid in the section a slot 1 was due to a clog in the pump at this position. This clog has been confirmed by the qcv failure (twice at the same position) and the results of the pump tester. After detecting a clog in the section a slot 1 of the instrument, the fse used the pump cleaner in order to clean the pump line. The results of the pump tester after the cleaning of the pump showed that the instrument was repaired. The fse qualified the instrument by performing a leak test and a qcv test. The resulting values were conform for all slots of both sections. As requested by biomérieux, the customer performed a retrospective analysis for tests which have been performed on the section a slot 1 of the instrument between the last conform qcv (30dec2016h) and the failed one (12jan2017). The retrospective analysis showed that 28 samples, which had been run on section a slot 1, during this period, may have been affected by the clog issue: - 9 samples (pt1 to pt9) were not affected as they had been performed before the level 1 qc test (result was conform on 04jan2017). - 6 samples (pt18, pt22, pt24, pt25, pt27 and pt28) were not affected by the clog issue as the results obtained by a rerun on these samples, after the fse intervention, were similar to the original results. - 1 sample (pt23) was affected as the result obtained by a rerun by the customer on this sample was changed to the original result (from 7.70 to <0.05). - 12 samples (from pt10 to pt17, from pt19 to pt21 and pt26) were not rerun as there was not enough of the samples left to repeat. Nevertheless, the customer concluded that even thought there was at least the one sample (pt23) affected by the clog issue in section a slot 1, no patient was harmed or treated incorrectly.